Event description:
It was reported that during an ent case, two screws broke off in the patients skull. The screw was engaged and the head broke off. The screws remain implanted. No further information is available.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could be confirmed; the screws are broken. The investigation results show that too high torsional and tensile forces, whereas the torsional forces prevailed, acted on the screws and led to the failure in forced rupture mode during the insertion. The root cause of the failure could be attributed to the screws being forcibly further turned after they had contacted the plate. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
It was reported that during an ent case, two screws broke off in the patients skull. The screw was engaged and the head broke off. The screws remain implanted. No further information is available.